Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The lead was explanted and replaced. The patient left the room in stable condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.